Event description:
It was reported that the patient put a new battery in his device about a week prior to the report and stimulation gave him a jolt right in the middle of the back (lower lumbar), but it didn¿t¿ go down his legs; a shocking or jolting sensation was reported. The patient no longer felt stimulation because he turned it off because he was afraid if he turned it back on he might not be able to get it turned back off. For about two weeks now he had a lot of pain where the wires were located and felt something was wrong and could hardly walk now. He could feel the wires in his back and his spine felt weird right there. It was noted that on (B)(6) 2015 he was going to be scheduled for a knee replacement. He stated the pain he had right now with his back he didn¿t want to do anything with until get gets the pain out of his back. It was noted he had an operation on his foot and it was ¿fouled up on¿ and he was in re hab for five months. The patient stated he wanted to have the pain stimulator removed five years ago but the healthcare provider (hcp) didn¿t want to remove it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0316202v, implanted: 2003-(B)(6), product type: lead. Product ID: 748951, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 7434a, serial# (B)(4), implanted: 2003-(B)(6), product type: programmer, patient. (B)(6).